Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported the symptom of chest pain while an invisalign product was being used.

Event description:
The patient reported the symptoms of headache, chest pain, tachycardia, difficulty breathing and vomit. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient did not report taking or was prescribed any medications to alleviate the reported symptoms. The patient discontinued the use of the aligners on (B)(6) 2018.